Event description:
The customer reported that the white blood cell (wbc) bath of the coulter ac*t diff 2 analyzer was overflowing. The customer indicated that a few milliliters of fluid leaked and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event, and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the wire to solenoid pinch valve lv12 was disconnected from its plug to the main analyzer card. The fse reattached the wire and verified the operation of pinching at pinch valve lv12. Failure mode of the event is attributed to a disconnected wire to solenoid pinch valve lv12. (B)(4).